Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula is broken. Broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.

Event description:
The customer reported via phone call that they experienced issue with the sensors not reading accurately. The customer's blood glucose value was 199 mg/dl. The customer reported calibration issues after change sensor alert. The product was returned for analysis.